Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that the inside of the 009300xspt assembly, 9300xsp l/s w/awos t is damaged from high heat. It is unknown if there was any patient contact, or a surgical delay. There was no patient injury/death reported. Request for additional information has been sent.

Manufacturer narrative:
The device was returned to the manufacturer. Evaluation of the returned 9300xspt light source found customer applied labels, dings and scratches on both sides of the cover and the back corners are dented. The fuse holder was missing from the light source. The top cover initially, could not be lifted back to observe the internal assemblies. Further evaluation found the internal assemblies are heavily damaged. Functional testing found the power supply and lamp assembly failed to ignite or turn "on". The reported complaint was confirmed. The findings of the evaluation are considered physical damage consistent with rough handling; user error. No manufacturing, workmanship, or material deficiency has been identified.